Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump under delivered. They stated that the pump was set to deliver a dose of 720 ml and that when the pump would alarm dose done there was 150 ml left in the bag. They did not advise how much formula was initially added to the bag. At the time of the complain the initial reporter stated that there had been no adverse effects to the patient and that they had no additional information. (B)(4).